Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module blood infusion set clamp was defective the following information was received by the initial reporter with the following verbatim: actual: when we primed and hung blood tubing, we clamped the lines above the buretrol before we connected the tubing to the patient. When we brought the blood over to the alaris pump, we noticed a few drops of blood that had fallen onto the pump. We discovered the source of the leak appears to be that one of the clamps sliced into the blood tubing. Gap: supply failure; tubing was unable to be clamped while remaining intact." The product will be saved for 30 days before being tossed. Follow up: 1. Please provide the date of event. 01/30/24 2. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.)? (B)(6) 3. Can you provide a batch number? Unknown 4. Did the event directly, or indirectly involve a patient or user? Unknown 5. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? Unknown 1. Is there any physical sample or sample photos/videos available? Kindly share it for investigation. Product used was saved 7. Please confirm the number of occurrences. One.